Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. Bg values were not provided. Reportedly, the pump did not function as intended. Customer declined troubleshooting with tandem technical support and declined to provide further information. Reportedly, the customer reverted to manual injections for insulin therapy.